Event description:
The reporter stated the surgeon was having difficulty loading this micl13.2 implantable collamer lens and when it was inserted it flipped upside down. The surgeon could not get the lens to seat properly in the eye and damaged the lens as he removed it. There was no patient injury. The reporter stated the incident was due to a loading error.

Manufacturer narrative:
(B)(4) - no consequences or impact to patient, lens inserted upside down. (B)(4).

Manufacturer narrative:
Evaluation: results: visual inspection of the returned lens showed half of the lens was torn off and missing and there was a clear surgical residue on it . (B)(4).